Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a perforation occurred due to the right ventricular (rv) lead. The rv lead was explanted. No intervention was performed to treat the perforation. The patient was stable and will continue to be monitored.